Event description:
The bravo ph capsule delivery device was being introduced in to the patient's esophagus and in to their stomach for treatment. The device capsule came off before the device entered the esophagus without staff being aware. Patient asked what was on their tongue, it was the capsule. The capsule was not securely attached to the device and apparently became separated on initial start of treatment implanting. Procedure was done a second time with a new bravo ph capsule delivery device/with capsule for a successful procedure.